Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 20108 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were walking into a store with their granddaughter and they started rubbing their eyes and felt dizzy and light headed. The granddaughter had her step mother check the patient¿s blood glucose and the meter was reading 38mg/dl, compared to the cgm that was reading in the 150¿s mg/dl. The patient was taken to the car and was given chocolates to help bring her bg values up. After 15 minutes, the patient¿s bg level was back in control. It was indicated that a finger stick reading was performed again and the cgm was within range of the bg meter reading. At the time of contact, the patient was doing well. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.